Manufacturer narrative:
One sample used sample of item 2420-0007, lot 25073009 was received for quality evaluation. Visual examination of the sample indicates that the tubing separated at the inlet port of the most distal y-site smartsite in the assembly. Further examination of the sample under magnification indicates a lack of solvent on the bonding surfaces. Due to the sample being separated, function of the infusion set could not be tested. The customer complaint of separation was confirmed. Investigation forwarded to manufacturing for root cause analysis. After the investigation, it was determined that the root cause for the issue was an issue with the solvent dispenser. An update to the preventative maintenance schedule of the solvent dispenser was conducted in order to address the issues with the solvent dispenser. A device history record review for model 2420-0007 lot number 25073009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had an occlusion. The following information was provided by the initial reporter: we have been having a lot of problems this week with this tubing saying ¿occluded¿ in our pumps even though when we take it out of the pump it runs freely. It still alarms even if we completely change the pumps out. Additional information received from the customer: could you please confirm the total number of reported occurrences? 6. Could you provide the exact date(s) of the event(s) in mm-dd-yyyy format? If there are multiple occurrences on different dates, please specify the number of occurrences for each date. 9-12-2025 (2), 9-16-2025 (3), 9-17-2025 (1). Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Just treatment delays in trouble-shooting, trying different pumps, and hanging new tubing.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.